Event description:
Event was reported to caldera medical by an attorney. The patient experienced pain, infection, recurring incontinence, difficulty/painful intercourse. No further information has been provided.